Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited farfield oversensing of intrinsic atrial activity. The oversensing caused an inhibition of ventricular pacing. There were no adverse patient affects reported.